Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged event is related to the 3m¿ multipore¿ dry surgical tape. Samples are pending return to solventum for analysis.

Event description:
A hospital reported that an unplanned extubation occurred with an infant while in the nicu resulting in desaturation. The endotracheal tube slipped through the 3m¿ multipore¿ dry surgical tape, which was used to secure the endotracheal tube to a neobar endotracheal tube holder. The tape was wrapped around the post on the neobar once, then wrapped around the neobar post and the endotracheal tube 2-3 times. The tape was in place for 16 hours from initial intubation. Reintubation required after 10 hours.

Manufacturer narrative:
Retained samples were tested from this lot and no issues were found. A review of the manufacturing record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.